Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Since bd was unable to duplicate or reproduce the indicated failure mode because no sample has been provided and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time.

Event description:
It was reported that a loose needle occurred with a needle 30ga 1/2in. The following information was provided by the initial reporter, "when the product was applied the needle escaped from the syringe due to the pressure."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose needle occurred with a needle 30ga 1/2in. The following information was provided by the initial reporter, "when the product was applied the needle escaped from the syringe due to the pressure."